Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into an existing surgical valve, after the valve was implanted, it was determined that the valve was too low and that there was a moderate paravalvular leak (pvl). The existing surgical valve allowed for placement for either high or low and the physician chose low placement. The existing surgical valve and patient anatomy appeared to impact placement. There was no issue noted with frame expansion. A second transcatheter valve was implanted, valve in valve, higher than the first, which created a better seal at the annulus. Trace residual pvl remained with a final gradient of approximately seven millilitres per mercury (mmhg). No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to sub-optimal position as the valve was too low. The existing surgical valve allowed for placement for either high or low and the physician chose low placement. The existing surgical valve and patient anatomy appeared to impact placement. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. In this case, a second transcatheter valve was implanted, valve in valve, higher than the first, which created a better seal at the annulus. Trace residual pvl remained with a final gradient of approximately seven milliliters per mercury (mmhg). A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse patient effects were reported. This event does not indicate device misuse or malfunction. Trends for these event types are being assessed and no further action is recommended at this time. Updated data: h6 result and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.